Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument operated as expected during the last procedure usage. The instrument did not exhibit any unintended energy discharge. The surgery was completed without any problems. After the completion of this procedure, the instrument was inspected without any issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument had a frayed cable. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additional observation not reported by site was also identified: the fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.